Event description:
A ventilator was returned to the manufacturer's service center for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, no error codes were observed in the device's event log. However, the device failed initial service active exhalation test during diagnostic test. No repair was performed. The customer will be delaying the repair indefinitely. A supplemental report will be submitted when the service center's investigation is complete.